Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor. However this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. D3, g1, g2 email address:

Event description:
It was reported that the pump exhibited a cassette not properly attached error. Multiple cassettes and lines were used. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.